Manufacturer narrative:
Product was not returned. A DHR review of sample vial lot #s and test lot #s of the associated kit lot number (k08a11281221am1) was completed, and 0 discrepancies were found. A review of existing capas, scars and ncmrs was completed and there are no prior records related to false positive failure modes for this lot nor any previous complaints from this customer. Sample vial lot dhrs reviewed: 2112076, 2112202, 2112121, 2112154, 2112205, 2112287, 2112153, 2112227, 2112122, 2112123, 2112170 2112203 (associated internal lot #s: 210762-2jt, 210762-2kh, 210762-2jo, 210762-2jw, 210762-2kl, 211346.1-1b 210762-2jv, 210762-2km, 210762-2ju, 210762-2jx, 210762-2jy, 210762-2ki) test lot dhrs reviewed: 2112145, 2112106, 2112156, 2112127, 2112120, 2112165, 2112174, 2112192, 2112233, 2112232, 2112145, 2112043, 2111353, 2112191 (associated internal lot #s: 210762-24u, 210762-24p, 210762-24x, 210762-24a, 210762-24l 210762-24r, 210762-24j, 210762-25c, 210762-24f, 210762-24y, 210762-25g, 210762-26z, 210762-24s, 210762-26k, 210762-24g, 210762-24t, 210762-25b, 210762-27a, 210762-23b, 210762-20k, 210762-27e, 210762-25e, 210762-25q, 210762-24v, 210762-24h, 210762-24w) based on the limited information available, root cause cannot be determined.potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed an additional lucira test with a negative result.